Event description:
The customer reported experiencing alarm 2 followed by alarm 26 due to an occlusion issue. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer through troubleshooting steps, including disconnecting tubing and delivering boluses. Despite recurring alarms, no visible damage was found in the cartridge. The customer was assisted in filling and loading a new cartridge, changed necessary supplies, and successfully resumed insulin therapy.